Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer's representative (rep) regarding an external device. The reason for call was caller had patient on the line with them and reported difficulty charging ins. Patient described that recharger was taking a long time to locate ins, it got very hot at the top of paddle and would show excellent connection but then stop charging/lose connection. Patient stated they had been charging ins and controller was at 60% but then just stopped charging and went completely black and unresponsive. Patient didn't see any damage to recharger. Walked patient through resetting controller by plugging it into the wall without the battery pack and controller came on as expected. Once battery pack was reinserted, controller appeared to be charging normally but showed controller was dead and ins was at 60%. No further recharger troubleshooting could be done as controller was depleted. The issue was not resolved through troubleshooting. An email was sent to the repair department for replacement recharger.